Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the lead was replaced due to increased stimulation threshold to 7v/1.0ms approx. 2 months after the implantation.

Manufacturer narrative:
This report regards a mistaken serial number. The lead involved in this event was solia s 60, sn (B)(6) and the report for that serial number will be sent separately. Closing report. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.